Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain. It was reported that shortly after implant of the pump there was a wound vac used to address the patient¿s symptoms at the pump pocket. After that, the pump pocket eventually opened up due to infection. The pump was removed on (B)(6) 2021. The catheter remained implanted.